Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a growing aneurysm sac but cause could not be determined by the physician. The physician could not determine if this was a type I or type ii endoleak. The physician decided to open the aneurysm and noted the aneurysm was under pressure. The physician did not see a type ii endoleak feeding the sac and advised the patient they may have had a small type I endoleak in the proximal sac leaking through thrombus. The physician explanted the middle of the endurant stent graft and sewed an open surgical graft to the proximal and distal portions of the endurant stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of cta¿s from 2+ years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned approximately 5mm below the renals. The proximal sent graft od measured 26mm, and there appeared to be adequate proximal seal length of 2.5cm. Of note, the aortic body was angulated 90 deg a-p to origin of the iliac limbs. The ipsi limb and extensions were positioned into the right common iliac artery, and the contra limb and extensions were placed into the left common iliac. There was a marginal distal seal in the left iliac; 1 ¿ 2 cm seal length. The max diameter aaa measured 12cm; no endoleak was observed. Both limbs were patent and no other obvious stent graft issues were observed. Review of cta¿s from 3 ¿ ½ years post-implant revealed that the bifurcate was positioned approximately 5mm below the renals. The proximal sent graft od measured 28mm and there appeared to be adequate proximal seal length of 2.5cm. The aortic body was angulated 80 deg a-p to the origin of the iliac limbs. The left/contra limb appeared to have been extended by an additional stent graft 2cm distally into the left common iliac artery. The max diameter aaa measured 14.5cm; however, no obvious endoleak was observed. Both limbs were patent and no other obvious stent graft issues were observed. The cause of the aneurysm expansion could not be determined from the images provided. This may have been caused by endotension; possibly via the proximal seal.